Event description:
Procedure: hernia. According to the reporter: reported in a journal titled acta chir belg, 2013,113, 96-102: an article titled laparoscopic repair of primary ventral hernias: a series of 118 consecutive patients identified 4 serious injuries of dislocation of tacks/migration of mesh/tacks. This patient had a recurrence 5 years post op. Progressive migration of the mesh, the tacks and the peritoneum together into the unclosed defect was observed.

Manufacturer narrative:
(B)(4).